Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the root cause of the reported defect (b30 error) could not be determined. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a b30 (communication error). The issue occurred during diagnostic colonoscopy and the procedure was completed with a similar device. There was a short delay, no medical intervention was need and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted